Event description:
Pt was successfully implanted on (B)(6) 2011. Initially the pt did well and recovered at an acceptable pace; however, at her three month follow-up visit we felt she had not achieved the range of motion which we would expect at twelve weeks after surgery, and she was still using her pain medication to sleep. A trial of directed physical therapy did not improve her pain, and her limited motion was concerning for possible subscapularis insufficiency (the subscapularis is detached and re-attached as part of the surgical approach). We obtained a CT scan of her operative shoulder and it appears both on physical exam and on the CT scan that the implant itself has appropriate alignment and is stable but a portion of the subscapularis is not intact. The pt is scheduled for an arthroscopic intervention to repair her subscapularis and debride scar tissue which may also be contributing to her limited motion. Initially, pt did well after the repair in (B)(6). Pt returned to clinic with increased shoulder pain and decreased shoulder range of motion. Review of CT scan illustrated insufficiency or failure of rotator cuff musculature. Right total shoulder revision with removal of simpliciti device and affiniti glenoid. Conversion to reverse arthroplasty.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.